Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). The device was returned for evaluation. Inspection of the device revealed multiple bends and shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 9 mm from the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that fluid flow back occurred. An angiojet solent omni and an angiojet console were selected for use in a thrombectomy procedure. During the procedure, a small amount of blood flew into the waste liquid bag during the power pulse mode. The device did not give an alarm, and the procedure was continued; a large amount of blood mixture flew out when performing thrombectomy for 25 seconds. The catheter was determined to be unable to be used continuously and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that a hypotube separation was observed at 9 mm from the tip.